Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Cont e1 address 1: (B)(6). Cont e1 address 2: (B)(6). Cont e1 phone number- (B)(6).

Event description:
Healthcare professional later reported ¿device rupture¿. Healthcare professional later reported "leaked silicone contents out of the membrane due to rupture in the left prosthesis in the ultrasound findings" and "adhesion and inflammation of the capsule". The device was explanted and replaced with another manufacturer's device. This relates to the left side.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on july 18, 2025 with lot number 1748202. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device and opening assessed as surgical damage, observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional later reported ¿device rupture¿. Healthcare professional later reported "leaked silicone contents out of the membrane due to rupture in the left prosthesis in the ultrasound findings" and "adhesion and inflammation of the capsule". The device was explanted and replaced with another manufacturer's device. This relates to the left side.